Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon inserting the syringe into the cartridge septum, the syringe needle bent. The customer readjusted the syringe needle and successfully filled the cartridge with insulin. There was no impact to the customer's blood glucose level.